Manufacturer narrative:
The serial number of the analyzer is (B)(6). Overall, the provided data did not reveal or indicate any hardware issue or a product issue with the cobas® mpx assay, which was used when the questioned reactive result was obtained. This is further supported by the valid negative control. The positive and negative controls exhibited robust amplification curves for the internal control (ic), and the targets (hiv-1m, hiv-1o, hiv-2, hbv, and hcv), indicating the proper functioning of pcr and sample preparation processes. The investigation did not identify a product problem. The discrepancy could be attributed to a pre-analytical low-level contamination of the first donor sample or the natural clearance of the virus from circulation between the two collection dates. The data in the first collection is consistent with a very low viral load. This scenario could occur in occult hepatitis b infection (obi), where hbv dna is present at levels that may be detected intermittently by nat while hbsag remains negative.

Event description:
There was an allegation of questionable hbv results with the cobas® mpx - 480t assay for a donor patient sample tested on a cobas 6800 analyzer. The initial result was hbv reactive. The repeat result was hbv reactive. A new sample was obtained on (B)(6) 2026 and the result was non-reactive. The serology result was negative (antibody negative, hbsag negative).